Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the revised manufacturing record evaluation (mre) does in fact indicate an associated nonconformance, and it will be handled through mentor¿s quality system. H9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 25, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 375cc breast implant. Leak testing was performed in accordance with mentor procedures and a tear was identified in the anterior view of the implant measuring approximately 0.1 cm in length. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear.. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. As a result, the device was explanted, and replaced on (B)(6) 2021.

Manufacturer narrative:
On april 2, 2024, mentor became aware that the right side replacement device used was catalog number 3501660; serial number (B)(6). Manufacturer¿s reference number: (B)(4).